Event description:
It was reported that during a bowel resection procedure, the surgeon was pulsating the device from the start and while using a gold and blue reload the device would pulse then nothing would happen. This happened twice. The rep had the surgeon reverse the blade, change the load then keep a finger down when firing and the device worked. The same device was used to complete the procedure. The procedure did convert to an open however the surgeon said it was not due to the device being used.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: on what tissue type was the device used? At what location on the tissue? Across bowel was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? Asku. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? 1st and 3rd. What color cartridge was being used? Gold then blue. What other color cartridges were used before and after this event? Gold and blue was buttressing material utilized? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? The rep saw legs of second staple sticking straight up out of the cartridge while the device was sitting on the back table.

Manufacturer narrative:
(B)(4). The analysis found that one device was returned in good visual condition and with no cartridge reload loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as no anomalies were noted during functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.